Manufacturer narrative:
Product analysis: part # 8657002, lot # em16h013. Visual and optical inspection confirmed the instrument is broken several threads down from the distal tip of the rod. No surface defect identified that could contribute to crack propagation. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of fatigue consistent with overload. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via manufacturer representative regarding an event that occurred during an l3-4-5-1 tlif procedure in a patient diagnosed with spinal cord stenosis. It was reported that the threads were broken. Product was returned, and it will be replaced with a medtronic product. No patient injury / complications were reported.